Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that due to damage on the charged coupled device (ccd) unit, the image disappeared during angulation in the up/down (ud) directions. Due to damage on ccd unit, a noise image occurred during angulation in the (u/d) directions. The distal end had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The control unit had a scratch. The scope cover had a scratch. The grip had a scratch. The u/d plate had a scratch. The angulation lever had a scratch. The switch box had a scratch. The insertion tube rotation ring had a scratch. The image guide protector had a scratch. The image guide protector had a scratch. The universal cord had a scratch. The scope connector had a scratch. The scope connector cover unit had a scratch. The universal cord had a wrinkle. The distal end had a scratch. Insertion tube rotation ring had a scratch.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope experienced image defects occurring when performing angle operations. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the image disappeared during the up/down directional angle operation. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from customer. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. Therefore, no specific root cause could be specified. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device without any delay.